Manufacturer narrative:
The customer care team have provided troubleshooting advice on the intensity settings of the breast pump, including the slow and gentle pumping rhythms. Customer care team have asked for further feedback from the customer following the guidance and advice given. If the pump is returned for analysis, and further information is available, a further follow up report will be submitted.

Event description:
Customer reported on (B)(6) form belgium that they were experiencing suction issues with their elvie pump. The customer advised that they were admitted to hospital with a chest infection and treated with antibiotics that they suspect might have been caused by their breasts not being fully drained during their pumping sessions.